Event description:
It was reported that a spectrum pump failed flow accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of unit fails flow rate accuracy was reproduced. The device was tested for flow accuracy and under delivered with -6.1816% error. A review of the event history log (ehl) revealed occurrences of no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.